Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, or patient details. Reason for reoperation: capsular contracture baker grade unknown, firmness, fevers and pain.

Event description:
Patient representative reported "due to plaintiff breast cancer and thyroid cancer history and concerns about developing alcl, plaintiff underwent a removal of breast implants. On the right side, the dissected capsule was excised, which included about half of the anterior capsule. The posterior capsule was unable to be removed because it was tightly adherent to the chest. After removal plaintiff developed fevers, left breast erythema and a left breast seroma, which required ultrasound. Plaintiff was implanted with as implanted with biocell textured breast implants and suffered, or will suffer, painful removal procedures as well as any treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants, the potential for the development of bia-alcl, and any condition or symptoms associated with bia-alcl or the prevention of that issue. Additionally, plaintiff suffered or will suffer capsular contracture, firmness, fevers, left breast erythema and a left breast seroma, which required ultrasound guided drainage debilitating physical pain and mental suffering, was/will be required to undergo additional surgeries and other procedures, incurred substantial hospital, medical, nursing and pharmaceutical expenses therefrom; suffered emotional distress, anxiety, depression and disability; loss of earnings; and loss of quality of life, and all of these injuries are permanent and continuing. Plaintiff has not been diagnosed with bia-alcl." This record is for the right side. The device has been explanted.